Manufacturer narrative:
(B)(4). Date sent: 10/28/2025. D4: batch #a9843v. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60c device was returned with no apparent damage and with two gst60b reloads present. The reload (b) was received unfired with no apparent damage. The reload (c) was received with the one-piece sled slightly out of position and unfired making it nonfunctional. It is possible that when removing the staple retainer in an upward and distal to proximal sliding manner prior to loading the reload into the device it can eject the sled from the proximal end of the reload. The IFU instruct the user to leave the staple retainer in position until the reload is loaded into the device. During the functional test, a sound of a motor was heard, and the knife didn't move forward to the lockout position. The manual override door was removed and and the cam was noted engaged, disconnecting the motor from the drive bar, but the bailout lever is down. The cam was reset and then, it was tested for functionality in the straight position with a returned reload (b) and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The damage to the device is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. Additionally, a video was provided and they showed the condition of the reported event. The device event log was reviewed. The log indicates that no suspect power cycles were noted. A manufacturing record evaluation was performed for the finished device lot/batch number, a9860x, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number a9843v, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a partial colectomy procedure, the stapler was opened and a reload was inserted. The operator heard the motor sound as if it was firing, but the stapler did not fire. The team then opened a new reload and experienced the same issue. To complete the surgery, another stapler was used. No adverse consequences were reported. No additional information provided.